Manufacturer narrative:
Pump pedal weldment weldment.

Event description:
It was reported by service report that the jacks would not pump it up. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.